Manufacturer narrative:
(B)(4). This complaint, for use error-breach in aseptic technique was confirmed because the patient did not wear a mask during peritoneal dialysis therapy, which is a use error that can cause peritonitis. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause for this report was undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of catheter leak and peritonitis in a male patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On (B)(6) 2006, the patient began dianeal pd4 ambuflex and dianeal pd4 ultrabag therapy (doses, and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies were withdrawn. At the time of this report, the patient was on hemodialysis. During a call with baxter customer services, the following was reported. On an unreported date, a catheter leak occurred. On an unreported date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The peritonitis was caused by a catheter leak and the connector was close to the skin. On (B)(6) 2012, the patient had the catheter replaced. On an unreported date the patient recovered from the peritonitis. The outcome of the catheter leak was unknown. An opinion of causality was not reported for the event of peritonitis. The following additional information was obtained by gpv on (B)(6) 2012: the nurse confirmed that on (B)(6) 2011, the patient was diagnosed with peritonitis. The nurse clarified that on (B)(6) 2011 (not (B)(6) 2011), the patient was hospitalized for the peritonitis. On (B)(6) 2011, the patient was discharged from the hospital, and was started on hemodialysis. The event of peritonitis was caused by break in aseptic technique: the patient did not wear a mask during pd therapy. The event of peritonitis was not caused by a ('leak') in the catheter or the ('connector') being ('close to the skin'). On (B)(6) 2011, the patient experienced hypotension, and was observed in the hospital for one day. On (B)(6) 2011, the patient was recovered from the hypotension. On (B)(6) 2011, the patient was recovered from the peritonitis. The peritonitis and hypotension were not related to dianeal therapy or baxter disposable parts or devices.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Additional information regarding if the patient was retrained on proper aseptic technique has been requested. A follow-up report will be submitted if additional information becomes available.